Event description:
Treatment of a small, unruptured, aneurysm measuring 6 mm x 4 mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. The patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.5 mm x 25 mm) could not be released from the capture coil. The pipeline was removed from the patient and another pipeline was used to complete the treatment. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).